Manufacturer narrative:
Evaluation of the returned benchmark revealed a distal shaft ovalization. If the benchmark is forcefully gripped or pinched during use, damage such as this may occur. This ovalization likely contributed to the reported inability to advance the benchmark through the non-penumbra introducer sheath during the procedure. Further evaluation of the device revealed kinks throughout its length. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra introducer sheath, and a guidewire. During the procedure, the physician was not able to advance the benchmark into the introducer sheath. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same introducer sheath. There was no report of an adverse effect to the patient.